Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer's family reported that the patient programmer (pp) batteries was replaced twice but pp would not connect with the left and right implantable neurostimulator (ins). They were getting poor communication screen. The patient experienced tremor in leg and sudden change in therapy was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders. Refer to manufacturer report # 3004209178-2016-00982 for information on the patient's concomitant system.

Event description:
Additional information received from the patient reported that the programmer was not responding to the implant and a new programmer was sent to the patient. It was indicated that the patient programmer replacement resolved the poor communication issues.